Event description:
A medtronic rep reported that the size was experiencing black status. The medtronic rep walked through troubleshooting with the site. They used a camera phone to look view the stealthstation treon camera and it showed that the leds were not firing. They then rebooted the system and this resolved the issue. The surgeon continued the case with the use of the stealthstation. There was no impact on the pt outcome.

Manufacturer narrative:
The spring arm assembly was returned to the MFR for eval. The cable passed a continuity test with no opens or shorts detected. The cable and connectors were in good condition with no visible damage. The reported issue was not able to be duplicated by medtronic personnel. The part was fully functional.